Event description:
An ophthalmologist reported that a patient (age unknown), without previous history of neither glaucoma surgery nor other factors, underwent implantation of intraocular lens (tecnis z900) without complication during the surgery in 2003. Shortly after surgery the patient complained that they did not see well. The ophthalmologist saw a slight opacity on the lens seeing through the lamp however the patient was discharged in 2004 with vision acuteness of 0.9. In 2004 the lens turned white and the posterior capsule was not focused. One month later the lens was explanted and the pt had completely recovered. This case was considered serious/intervention required. Case comment: the most common cause of a cloudy lens is opacification of the posterior capsule (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or of the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. Technical complaint reports for cross-ref. Cases of the same batch number did not reveal any deviations. However, investigation results are not complete, considering the fact that the lens has not been returned yet for further analysis. Additional information is therefore expected so that a causality assessment can be made.